Manufacturer narrative:
Vyaire medical reference number (B)(4). At this time, vyaire medical has not received the suspect device from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. The customer reported using a cannula with the sipap and this is considered off-label use. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the patient was disconnected from the sipap ventilator during the treatment, the respiratory therapist noticed that the pressure on the ventilator display did not change after the disconnection. The customer did some testing and changed the tubing, but the issue was not resolved. The display reading did not decrease when the tubing was released. The display was reading approximately 6cmh2o. The patient was placed on another ventilator. The customer was not able to reproduce the problem as the pressure value correctly dropped upon releasing the cannula.